Event description:
Pt was status surgical intervention for anterior cervical discectomy with fusion and stabilization. After being anesthetisized, application of subdermal electrodes was in process by neurodiagnostic technician. The needle electrode was inserted, coiled and taped to be secured to pt's right wrist when it became detached from the wire. The neurosurgeon, with the use of the "c" arm removed the needle.